Event description:
It was reported that while attempting to treat a "cto" lesion in a mildly calcified, non tortuous proximal right coronary artery, the physician tried unsuccessfully to cross the lesion with several other co's guide wires. The physician tried, for two minutes, to cross the lesion with a cross-it 400xt, and found the tip ball had separated and remained in the coronary. The procedure was creased without any treatment due to none of the guide wire would cross the "cto" lesion. No attempt was made to retrieve the tip ball.